Manufacturer narrative:
Age, weight and ethnicity: information unknown not provided. If implanted, give date: device not implanted. If explanted, give date: device not implanted, therefore not explanted. Initial reporter telephone number: (B)(6). Initial reporter email address: unknown not provided. The intraocular lens (iol) is not returning for evaluation as it has been discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was difficulty pushing the intraocular lens (iol) forward in shooter and lens only had one haptic. There was no patient contact with the product. Through follow up it was confirmed that the iol was destroyed and that no more information is available.